Event description:
Incident reporter states that a pt had a wart on their thumb treated with freeze off. Experienced pain and blistering on both sides of thumb after one treatment. Customer sought medical attention (doctor's name/information unknown). Doctor diagnosed as chemical burn and prescrbed pain medication. The family member of the treated/injured pt applied the freeze off, family member is unavailable to answer questions concerning the application method.